Manufacturer narrative:
Additional data: b5- the reporter indicated that the surgeon noted a 13.2mm vticm5_13.2 implantable collamer lens of diopter -14.0/+2.5/095 (sphere/cylinder/axis) tore/broke during injection/delivery into the eye into the patient's right eye (od) on (B)(6) 2023. There was patient contact but no patient injury. The lens was not implanted. On (B)(6) 2024 the same model, length lens was implanted into the patient's right eye (od) and the problem was resolved. Status of eye: "1 day post op visit, lens is stable and fixed in place with good deep ac and good open angles". The reporter indicated the cause of the event is unknown. Claim# (B)(4).

Manufacturer narrative:
A4 - unk. A5 - unk. A6 - unk. H6 - work order search: no similar complaint type events were reported for units within the same lot. Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticm5_13.2, -14.0/2.5/095 (sphere/cylinder/axis) implantable collamer lens into the patient's right eye (od) on (B)(6) 2023. The lens tore/broke during injection/delivery into the eye. There was patient contact(lens touched the eye). No patient injury. The lens was implanted, and explanted intraoperatively. Problem resolved. Reportedly a new lens is to be implanted at a later date.